Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a right side transfemoral tavr, there was resistance between the 26mm valve/delivery system and the 14fr esheath. As reported, the team was unable to pass valve through sheath due to combination of tortuous aorta and surgical scar tissue in the abdominal aorta. The difficulty was experienced approximately 20-25cm into the sheath. The loader was fully inserted into the sheath. The devices were removed. There was no reported damage to the esheath or the valve frame that was initially observed. It was decided to attempt via the carotid approach. There were no patient injuries. While outside the body, the field clinical specialist attempted to remove the valve and delivery from sheath and the balloon separated from the delivery system. The devices were returned for evaluation. Per initial visual inspection findings, frame damage was observed on the valve and a sheath distal tip split was observed. The valve did not exit the sheath and there was no loss of integrity of the sheath in the area of where the valve was stuck located 2.5 inches before the sheath distal tip.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return and the following was observed: the sheath axial score line was opened but the tip was not fully opened as the horizontal scored region was still intact. The sheath distal tip was noted split along with light scratches on shaft. Sheath liner stretching 2.5'' from distal tip, 1.5'' in length. Two minor kinks observed on sheath shaft 3'' and 3.5'' from distal tip. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath distal tip split and inability to advance the delivery system through sheath were confirmed based on the evaluation of the device. However, no manufacturing nonconformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Additionally, as no damage was alleged during device preparation, it is unlikely the sheath was damaged out-of-box. The complaint description states, ''the team was unable to pass valve through sheath due to combination of tortuous aorta and surgical scar tissue in the abdominal aorta. The difficulty was experienced approximately 20-25cm into the sheath. The loader was fully inserted into the sheath.'' As per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' The presence of calcification, tortuous access vessels, and scar tissue could create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. These factors in conjunction with excessive manipulation during delivery system insertion likely added to the noted resistance when inserting the delivery system into the sheath. As such, available information suggests that patient factors (calcification/tortuosity/scar tissue) and procedural factors (excessive manipulation) may have contributed to this event. Per evaluation of the provided device, the sheath distal tip was opened along the axial score line and hdpe further split with scratches observed in that region. Per imaging evaluation, the patient's access vessel had presence of calcification. It is possible that calcium nodules within the vessel interacted with the sheath during device insertion/advancement, causing the distal tip to partially open and to split. Available information suggests that patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time no IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.